Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix mechanism of the lead was returned in a retracted position with visual inspection noting dried blood in and around the helix and helix housing. Helix mechanism testing was completed however unsuccessful due to insulation bunching and coil damages at several locations along the lead body. Laboratory analysis was able to confirm the reported clinical observation of helix extension issues during the attempted implant. It was additionally stated by analysis engineers, that friction force resulting from contact between the lead and a constricted area, can be enough to cause the lead insulation to bunch up. If this bunching is significant, it can cause additionally result in lead coil damages which then contributed to failed helix operations.

Event description:
It was reported that, during the attempted implant of this lead and after the tip of the lead reached the apex of the heart, the helix could not be extended when using a torque wrench. The physician suspected that the patients severe reflux and blood coagulation in the lead contributed to the helix rotation difficulties observed during this procedure. No resulting adverse effects were reported and the lead was later returned for analysis.